Manufacturer narrative:
A review of manufacturing records verified that the lot involved in this complaint met all pre-release specifications. The device remains implanted and was, therefore, not available for analysis. No clinical images enabling direct assessment of product performance were returned for evaluation. The primary reported complaint could not be independently confirmed because there were no items returned for evaluation. The reported migration and thrombosis represent known inherent risks in stent-graft endovascular procedures that can arise as a result of a multitude of factors, including intraprocedural technical considerations, patient-related risk factors and disease progression. The cause for the complaint could not be established with the available information. The device instructions for use (IFU), for the appropriate region and time-period, was reviewed with respect to the complaint detail, and the below statements were identified as having a relation to the complaint. "Possible adverse events and complications that may occur with the use of any gore® viabahn® endoprosthesis with heparin bioactive surface or in any endovascular procedure and require intervention include but are not limited to: migration; occlusion (thrombosis and/or stenosis) of endoprosthesis or vessel."

Event description:
The following information was reported to gore: on (B)(6) 2023, a 6 mm x 10 cm gore® viabahn® endoprosthesis with heparin bioactive surface (viabahn® device) was implanted in the superficial femoral artery (sfa) for pseudoaneurysm treatment. Additionally, on an unknown date non- gore aortic devices were implanted. Reportedly, on (B)(6) 2024, a reintervention occurred due t o distal migration (approximately 10 mm) and thrombosis of the viabahn® device. The endovascular reintervention related to the viabahn® device included: thrombectomy with an abbott jeti¿ hydrodynamic thrombectomy system; angioplasty with an abbott jade pta balloon; and relined with a boston scientific eluvia¿ drug-eluting vascular stent system. The patient tolerated the procedure.

Manufacturer narrative:
Cbas® heparin surface incorporates carmeda heparin manufactured from heparin sodium api, which is covalently bound to the device surface and is essentially non-eluting. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.